Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The lidocaine and lidocaine with epinephrine vials were both cracked open prior to opening the kit.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural kit with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the epidural kit with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Event description:
The lidocaine and lidocaine with epinephrine vials were both cracked open prior to opening the kit.